Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with cardiac arrest. It was determined that the device did not properly detect or treat an episode, partially due to the patient's arrhythmia presentation. Additionally, the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited noise and increased sensing integrity counter (sic). The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.